Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right ventricular (rv) lead failed to capture and sense. A revision took place as this lead was dislodged. The lead was repositioned successfully. No adverse patient effects were reported. The lead remains implanted.